Event description:
A nurse reports that following intraocular lens (iol) implant surgery, a patient reported glare and was diagnosed with positive dysphotopsia. The lens was exchanged. Additional information, including patient status, has been requested.

Manufacturer narrative:
The device has not been returned for evaluation. There have been no other complaints reported in the lot number. Additional information was requested 12/13/2007 and 12/17/2007 by phone, mail and fax. A completed questionnaire has not been returned.